Manufacturer narrative:
E1. Initial reporter address (B)(6). Device evaluated by manufacturer: returned product consisted of the rotablator rotalink burr catheter. The handshake connection, sheath, coil, burr and annulus were visually examined. Inspection of the device did not identify any damages or defects. The advancer used in the procedure was not returned; analysis was performed using a test rotapro advancer. When the rotapro advancer was connected to the returned burr catheter and the rotapro console control system and the knob switch [ablation button] was pressed, the burr catheter was able to reach and maintain optimal rpm with no resistance or issues. Product analysis could not confirm the reported events, as the returned burr catheter was able to reach and maintain optimal rpm with no resistance or issues with a test advancer. Clinical circumstances were unable to be replicated.

Event description:
It was reported that the burr was stuck in lesion. The target lesion was located in the severely calcified left anterior descending artery. A 2.00mm rotalink burr was selected for use. During the procedure, it was noted that the burr stuck in the lesion and the speed dropped significantly. A guidezilla ii was used against the lesion to remove the entire system and the procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the burr was stuck in lesion. The target lesion was located in the severely calcified left anterior descending artery. A 2.00mm rotalink burr was selected for use. During the procedure, it was noted that the burr stuck in the lesion and the speed dropped significantly. A guidezilla ii was used against the lesion to remove the entire system and the procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.